Event description:
It was reported that during a pulse field ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear exhibited air ingress. While preparing the faradrive sheath, the sheath drew in air. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
B3: date of event - estimated as the date of event is unknown and the aware date was in july 2025. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.